Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and asystole as a result of transient inhibition of ventricular output. It was also reported that the pacing lead exhibited oversensing and noise. The implantable pulse generator (ipg) was explanted and the right ventricular (rv) lead was capped. No further patient complications have been reported as a result of this event.